Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead could not be implanted. Lead failure was suspected. The lead was not implanted. No patient condition was reported.